Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that a patient had a coronary artery bypass grafts acutely overnight on the 29th of january. The catheter was inserted after surgery but before coming off bypass at about 2.30pm on the 31st of january it was noticed that the cardiosave intra-aortic balloon pump (iabp) had stopped pumping. There was no time in standby status bar and the screen had frozen so it was impossible to carry on the therapy without removing the catheter and changing the iabp unit. It was also reported that at no point did the iabp unit alarm so it was impossible to know for how long the iabp unit had been not pumping. The catheter was removed and the therapy terminated as the patient parameters were ok without the balloon. The patient was subsequently transferred from the ICU to the ward. No patient harm or serious injury was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the issue after a couple of days pumping. The fse replaced the filter which was believed to be the cause of the problem. All functional and safety tests were performed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that a patient had a coronary artery bypass grafts acutely overnight on the 29th of january. The catheter was inserted after surgery but before coming off bypass at about 2.30pm on the 31st of january it was noticed that the cardiosave intra-aortic balloon pump (iabp) had stopped pumping. There was no time in standby status bar and the screen had frozen so it was impossible to carry on the therapy without removing the catheter and changing the iabp unit. It was also reported that at no point did the iabp unit alarm so it was impossible to know for how long the iabp unit had been not pumping. The catheter was removed and the therapy terminated as the patient parameters were ok without the balloon. The patient was subsequently transferred from the ICU to the ward. No patient harm or serious injury was reported.